Manufacturer narrative:
Micro-targeting electrodes are single use sterile devices used in microelectrode recording (mer) procedures with a know adverse event of hemorrhage. It is a function of brain surgery and is inherent to its use. The intracranial bleeding is not believed to be related to the functional ability of the mt electrode used in the incident.

Event description:
Complaint received from medtronic representative in (B)(4). Microelectrode recording (mer) of the right gpi was started. Recording was completed without any issues, but abnormality on the tip of the microelectrode was confirmed under fluoroscopy before the insertion of the test lead for test simulation. There was a concern over possibility of intracranial bleeding therefore, the response of the patient was checked and there was a reduced motor function (paralysis). The procedure was therefore terminated and the site sutured. According to the physician there was nothing unusual other than the abnormality shown on the fluoroscopy image.